Event description:
Clinical information: (B)(6)- vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm portico ng/navitor valve was chosen for implant using a flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty was performed with a 23mm non-abbott balloon. The patient developed a left bundle branch block on electrocardiogram (ECG) after the pre-dilatation was performed. The procedure continued, and the valve was successfully implanted in the aortic annulus. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6.27mm. The lbbb continued to the end of the procedure. A temporary pacemaker was maintained for prevention for 24 hours. No treatment was required. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: eu0748 - 384 ((B)(6)). It was reported that on 10 march 2023, a 29mm portico ng/navitor valve was chosen for implant using a flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty was performed with a 23mm non-abbott balloon. The patient developed a left bundle branch block (lbbb) on electrocardiogram (ECG) after the pre-dilatation was performed. The procedure continued, and the valve was successfully implanted in the aortic annulus. The initial position at the non-coronary cusp (ncc) was 4-5mm in the projection. After release, the distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6.27mm, which was measured from a different projection. The calcification did not extend beneath the aortic annular plane in the interventricular septum. The final valve depth was considered acceptable. The lbbb continued to the end of the procedure. A temporary pacemaker was maintained for prevention for 24 hours. No treatment was required. The patient was reported as stable.

Manufacturer narrative:
An event of malposition of device and left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Field indicated that the valve non-coronary implant depth was 6.27 mm which was deeper than the optimal 3 mm depth. Based on the information received the cause of the reported incident could not be conclusively determined. However, based on information received from field device implanted deeper than optimal depth. There was no allegation of malfunction against the device. Please note that per the deploying the valve, ". Prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3mm."